Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss in the tubing and a tear in cylinder. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Corrected the adverse event/product problem field (b1) in section b, adverse event/product problem.d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.corrected the report source (other) field (g2) in section g, all manufacturers.corrected the additional MFR narrative (h11) in section h, device manufacturers only: it was determined that this event does not meet reporting criteria for the device in question, as ams 700 devices can reasonably be expected to function as designed for at least 10 years. In this case, it was confirmed that the malfunction occurred after more than 10 years of implant duration and with no associated patient harm. Therefore, the event does not represent a serious or life-threatening injury.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss in the tubing and a tear in cylinder. The ipp was explanted and replaced. There were no patient complications reported.